Event description:
The user reported that during a percutaneous coronary intervention procedure, the hemostasis valve could not be tightened which resulted in blood leaking from the device. No harm or injury was reported.

Manufacturer narrative:
Device evaluation - the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.